Event description:
The customer alleges that the adaptor is not threading correctly to the oxygen outlet. The device cannot be fixed onto the oxygen outlet. No patient injury reported.

Manufacturer narrative:
(B)(4). No visual inspection can be performed since the device sample is not available for evaluation. Failure mode could not be duplicated since is unknown the reason why the adaptor is not threading correctly to the oxygen outlet, however functional test. Was performed to 30 subassembly (p/n: 12161) no issues or discrepancies were found. The device history record was reviewed for the reported lot number and no issues or discrepancies were found that could potentially related to this issue. Based on similar complaints a CAPA file (B)(4) was opened to further investigate this issue. This CAPA is owned by r and d. No conclusion can be established at this time based on the lack of device sample. If the device sample becomes available this complaint will be reopened. The personnel involved on the manufacturing process were notified of this complaint issue.